Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure using a faradrive sheath the patient experienced pericardial tamponade. Transseptal puncture with versacross was initially performed then the faradrive was inserted into the left atrium. During this stage, cardiac tamponade with a 1-cm effusion occurred. Pericardiocentesis was performed. The procedure was completed succesfully. The patient is stable. It is unknown if device will be returned.